Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the patient is getting a MRI that unrelated to the patient's device/therapy. The caller stated she has operative notes stating a revision took place on (B)(6) 2018. The caller is unable to clarify if the "revision" refers to the ins replacement that took place on the same date. The caller did not have any additional information. No further complications were reported. No patient symptoms were reported.